Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported the patient lost weight, causing the ipg to feel uncomfortable. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the ipg pocket was revised to address the issue.